Event description:
The patient ((B)(6)) is a participant in a clinical study for pain. It was reported the patient is experiencing pain over the area where the lead connector is placed. The patient was prescribed medication (lidocaine patches) as treatment for the reported issues. The patient's condition will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.